Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked/no delivery alarm noted. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 575 mg/dl at time of incident. Another blood glucose level was 329 mg/dl. The customer stated insulin pump had insulin flow block alarm. Customer was assisted with troubleshooting. The customer was treated with insulin shot, emergency room, hospitalization and emergency medical services was dispatched. The customer stated that the symptoms related to high blood glucose such as difficulty breathing, chest pain and polydipsia. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did allege insulin pump was under delivering because of insulin flow block. The device will not be returned for analysis.